Event description:
The user complained that the sound was fluctuating and then he was no longer to hear with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving his head, no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user complained that the sound was fluctuating and then he was no longer to hear with the device. Re-implantation is considered but no date has been scheduled. No information on when this may occur has been received as of 27.jul.2020.

Manufacturer narrative:
According to the limited information received from the field, the recipient was not able to benefit from the device anymore. A test with a stethoscope confirmed that no vibrations could be felt at when the device was stimulated at 40-60 db. Therefore a technical device failure can be assumed, however to determine an exact root cause a device investigation on the explanted device would be necessary. Re-implantation is being considered, but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained that the sound was fluctuating and then he was no longer to hear with the device. The hospital and user will be contacted to determine the next steps to be taken.